Event description:
Physician treated patient with below the knee (btk) and superficial femoral artery (sfa) lesions. A 7f destination sheath was used on up and over technique. A 6 mm covidien spider embolic protection device was used since the physician first treated the lesions with the pathway medical jetstream. On the distal sfa, a 5 x 100mm angiosculpt device was used to post dilate the vessel after the lesion was treated with the jetstream device. Result was good. The jetstream was also used on the common femoral (cf) and proximal sfa. A 6.0 x 100 mm was used to post dilate the residual. However, the angiosculpt device ruptured at 10 atm. The physician tried to remove the angiosculpt device but the scoring elements were bunched up and got stuck on the distal end of the 7f destination sheath. The physician continued to apply pressure to remove it but became separated from the balloon shaft. Contralateral access was done with a 10 f sheath in order to remove the balloon. An 8 mm and 100 mm merit medical ensnare device was used to capture the balloon. Removal of the balloon and the scoring elements took 2 hours and fluoro time was 103 minutes. Abbott vascular starclose device was used to close bilateral access. No patient injury was reported.

Manufacturer narrative:
The angiosculpt balloon burst during use in patient. During withdrawal, it got stuck on the sheath and separated. Additional intervention was performed to remove the device, thus resulting in prolongation of the case. The angiosculpt device was returned in four pieces (shaft w/luer, distal shaft w/ transition tubing, balloon, andn scoring element). The distal tip was damaged and the inner member broke inside the balloon. The scoring element, intermediate bond, proximal bond, and shaft were all damaged. Only one marker band was accounted for, but confirmed with the hospital that no pices of the angiosculpt device was retained in the patient. The evidence observed during lab analysis suggests the device experienced excessive exertion of force applied by the user, thus resulting in the device separation. Retained device components is listed in the IFU as a possible adverse effect of the procedure.